Event description:
Information received indicates the casters will continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the worn brake casters and linkage to repair the stretcher.